Manufacturer narrative:
Date of explant - please remove the explant date as the lead was capped, not explanted.

Event description:
New information received notes that atrial lead fracture was observed. The lead was capped and replaced on (b)(46 2017. Procedure was complicated by cardiac tamponade and code blue (cardiopulmonary arrest). The patient was stable and transferred to another hospital. No further information is available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented for routine follow-up, a continuous increase in bipolar atrial impedance was observed. There was also drop in p-wave sensing. The observations will be discussed with the physician. No further information was available at this time.

Event description:
New information received notes that the lead was explanted and replaced.